Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post paced t-waves oversensing was observed. Programming changes were made. Patient was stable before, during and after the change.